Event description:
It was reported that during a lobectomy procedure, the clips could not be closed. Took new instrument. No further information is available. There was no adverse patient consequence.